Event description:
It was reported that during a shoulder rotator cuff repair surgery, the footprint ultra pk suture anchor was broken; it was fractured and all broken pieces were retrieved from patient using tweezers. The procedure was successfully completed using a back-up device, a surgical delay greater than 30 minutes was reported. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The proximal end of the anchor is attached to the shaft of the device, and the distal end is fractured from it. The distal end of the inserter is bent, and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.